Event description:
It was reported that a patient underwent a CABG procedure in 2022 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when were the sutures broke (during handling or during use on the patient)? Please specify for each product. The customer replied the 10 different lot w8702 (rebclh-6ea, qhbejz-1ea and rlbbba-3ea) were broke during handling. Did the event occur during one or multiple patient procedures? No, just one patient. What is the total number of procedures? One procedure. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). No, just one patient and one procedure. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Events reported via: 2210968-2022-01566, 2210968-2022-01567, 2210968-2022-01568, 2210968-2022-01576, 2210968-2022-01569, 2210968-2022-01570, 2210968-2022-01571, 2210968-2022-01572, and 2210968-2022-01577.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/8/2022. Additional information was requested, the following was obtained: please clarify, were the sutures found broken in the packaging or prior the surgery? The sutures found broken were prior the surgery. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via: 2210968-2022-01565, 2210968-2022-01566, 2210968-2022-01567, 2210968-2022-01568, 2210968-2022-01576, 2210968-2022-01569, 2210968-2022-01570, 2210968-2022-01571, 2210968-2022-01572, and 2210968-2022-01577. Product complaint # (B)(4). Date sent to the FDA: 4/8/2022. Corrected information: b1, h1 - additional information was received that this event no longer meets malfunction reporting criteria. This medwatch report is being voided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.